Manufacturer narrative:
(B)(4). One-unit of trapliner (lot: 725625) was returned to vsi/teleflex for evaluation. Blood particulates were noted within the lumen. Unit was decontaminated and inspected. Weld joint separation was confirmed. Lumen damages such as crimp and push rod kink were also observed. The top level assembly traveler (rt102869, lot: 725625) was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. One unit of trapliner was returned to teleflex for investigation. Blood particulates were noted within the lumen. Weld joint separation was confirmed. Lumen crimp and kinked pushrod were also noted. Damages are likely to have occurred during use and handling. The IFU states the following precaution: exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information received did not provide any relevant information on vessel factors or usability. Trapliner separated outside the body. No patient harm was noted. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error. The der process will continue to monitor for any similar events.

Event description:
As reported "just reporting fractured device on insertion with no significant manipulation." Additional information received stated "we had literally just removed the device from the hoop and inserted through hemodynamic valve. There had been no kinking or twisting. The device split into two pieces outside of the body. No harm to patient. Just used another device."

Manufacturer narrative:
(B)(4). An investigation has been opened to review device history record. A follow up report will be submitted after investigation.

Event description:
As reported "just reporting fractured device on insertion with no significant manipulation." Additional information received stated "we had literally just removed the device from the hoop and inserted through hemodynamic valve. There had been no kinking or twisting. The device split into two pieces outside of the body. No harm to patient. Just used another device."